Manufacturer narrative:
Eval results: the device history and sterilization records were reviewed and found to meet specifications; no anomalies were found. The device was visually inspected and it was noted that the upper head port, and the septums were damaged. No other visual anomalies were noted. The ipg passed communication testing with the patient programmer. The ipg was not subjected to functional testing as the damaged header port did not allow for the auto test to be performed. Conclusion: the cause of the reported complaint could not be confirmed. The claim regarding patient discomfort and lead migration could not be verified. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B) (6) 2008, the patient was implanted with a scs system. It was reported that the patient recently lost 80 pounds, and stated that the system no longer provides pain relief and that the ipg pocket is bothersome. An x-ray was taken and revealed that the leads migrated. The doctor subsequently revised the system and the patient was implanted with a smaller ipg.